Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bowel procedure the device did not staple all of the way across. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Batch # n54d8f. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.